Event description:
It was reported that customer experienced sensor issue indicated by cgm error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and successfully restarted sensor session with no further error reported.